Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure of the device is user error, specifically improper bone preparation. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Event description:
On 11/13/2023, it was reported by a sales representative via email that an ar-3770sp hybrid knee fibertak anchor balled up and cut the suture limbs off the anchor. A guide was used to drill, and then the ar-3770sp hybrid knee fibertak was inserted into the guide. Then, the fibertak was tapped to insert into the patella, but it could not go in. The anchor was cut rand removed from inside the patient. This was discovered during an mpfl procedure on (B)(6) 2023. Additional information received on 11/14/2023: the case was completed using another ar-3770sp hybrid knee fibertak. The case was delayed for ten minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.